Event description:
It was reported that the patient with this right ventricular (rv) lead was surgically revised 3 days post implant due to perforation and experienced muscle twitching at night when sleeping. Boston scientific technical discussed atrial pacing at lower rate limit (lrl) at rest. Also, ts discussed lead diagnostics and all diagnostics on both leads are stable and within normal limits. Ts recommended an echography or chest x-ray to confirm the current location of the lead. This lead remains in service. No adverse patient effects were reported.